Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital on (B)(6) 2017. The cause of death was post-stroke complications. The caller stated the customer suffered a stroke on (B)(6) 2017, caused by severe hypoglycemia. The customer was unresponsive and the paramedics were called for treatment. It was reported the insulin pump delivered a week's worth of insulin to the customer's body, resulting in hypoglycemia. The caller stated that the customer was hospitalized for two months before passing away due to complications. The customer¿s blood glucose was unknown time of death. It was unknown if the customer was wearing the insulin pump at the time of death. It was unknown if the customer was using sensors. It was known if the pump will be returned for analysis.